Event description:
The customer complained of discrepant results on a single patient sample when measured for intact human chorionic gonadotropin + the ss-subunit (hcg+ss). All testing was performed on the primary tube. The initial hcg+ss result was 105.8 iu/l, accompanied by a data flag. The test was repeated twice on the same day, with results of 2.16 iu/l, accompanied by a data flag, and 0.100 iu/l, accompanied by a data flag. A result of < 0.100 iu/l was considered correct and was the only result reported outside the laboratory. On (B)(6) 2012 the sample was repeated again, with a result of 0.100 iu/l, accompanied by a data flag. It is not known if the patient was harmed due to this event. The lot number of hcg+ss reagent used was (B)(4); the expiration date was not provided. The customer reported they had observed bubbles/foam in the reagent. A review of the alarm trace found alarms related to the bead mixer were generated. The field service representative determined the rotation of the bead mixer was too high and adjusted it.

Manufacturer narrative:
This event occurred in (B)(6).